Event description:
It was reported that the user experienced inconsistent charging of the ilet device over approximately one month, describing that the device was placed on the charger with a green indicator light, yet the battery level did not reliably increase. Customer care provided support that included troubleshooting education with replacement of the charger to address a suspected charging system issue. Investigation of this case revealed a suspected device power or charging performance issue with the external charging accessory, with inconsistent battery accumulation despite an apparent charge state. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no alarms, and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was a charger or charging interface malfunction.